Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report sensor/transmitter issues on the insulin pump. Customer reported issues were with sensor glucose verses blood glucose differences. Customer stated that the insulin pump did not alarm threshold suspend. Customer's blood glucose reading was 44 mg/dl. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.